Manufacturer narrative:
Device evaluation. The complaint component was returned and analyzed. The reported allegation of fluid loss due to a cylinder hole and failure to cycle were confirmed via product analysis of the cylinders. There were leaks in both cylinders due to input tube wear and avulsion. Both cylinders had broken fabric threads. The pump was not functionally tested due to contamination. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump and cylinder components removed due to a leak in the system due to a hole in the cylinder. A new inflatable penile prosthesis consisting of cylinders and pump were implanted. The reservoir remained implanted. Patient was doing fine. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the device was not cycling.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump and cylinder components removed due to a leak in the system due to a hole in the cylinder. A new inflatable penile prosthesis consisting of cylinders and pump were implanted. The reservoir remained implanted. Patient was doing fine. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the device was not cycling.